Event description:
It was reported that during an un-specified procedure, the 5.0 x 8 mm voyager nc was inflated; however, the balloon failed to deflate, and was pulled out of the vessel gently. When the inflated balloon reached the groin area, the balloon deflated. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned voyager nc catheter noted blood visible in the guide wire lumen and on the loosely folded balloon and shaft, consistent with the catheter used in the patient anatomy. The inner member was separated at the proximal end of the distal balloon marker. The material at the separation was stretched and jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). The shaft was stretched (necked) distal to the guide wire exit notch, for a length of 1.5 cm and 5.8 cm distal to the guide wire exit notch, for a length of 3 mm. There were multiple bends through the entire length of the hypotube. The total catheter length was measured and this met manufacturing criteria. Factors that may contribute to difficulty deflating the balloon include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. To help ensure that the reported difficulties are not due to manufacturing, 100% of the products are leak tested and a sampling of units is destructively tested to verify deflation times. The deflation times were unable to be measured due to the separation of the inner member. The patient anatomical conditions were not reported with the case information and further information was unable to be obtained which may have aided in the investigation and determination of cause. It is possible that as the balloon was unable to deflate, during retraction as resistance was encountered, force was applied to the catheter, resulting in the shaft stretching, the inner member separation, and bends in the hypotube as there was no damage noted to the catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties; however, this could not be confirmed and a conclusive cause could not be determined for the reported difficulties. Return analysis was unable to confirm the deflation difficulties as the deflation times were measured and met manufacturing criteria. Additionally, it was noted a 6fr guiding catheter was used which likely contributed to the difficulties removing the catheter. The nc voyager instructions for use (IFU) states: with 4.5 mm and 5.0 mm balloon dilatation catheters, some increased resistance may be noted upon insertion or withdrawal into or out of the guiding catheter. Choosing a larger guiding catheter size may minimize this. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Although a conclusive cause for the reported complaint could not be determined, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.